Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 27-jun-2017, the fse replaced the wash probe and touch display, and upgraded the software. The instrument was primed and ipth controls were run. Fse verified instrument operation. The most probable cause of the reported event was failure of the wash probe and touch display.

Event description:
On (B)(6) 2017, a customer reported error 2015, bf probe surge failure, and a high-pitched noise on their aia-360 analyzer. The issue did not resolve with rebooting. Additionally, the touch display was blank. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting for ipth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.